Event description:
It was reported the programmer reboots when turned on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the keyboard was not fully installed, the programmer would reboot looking for the keyboard. The keyboard was plugged in and the programmer now boots correctly. (B)(4).